Manufacturer narrative:
The srt replaced the hard drive and a new advanced technology extended (atx) board was installed as required. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) hard drive failed. There was no patient involvement.